Event description:
Customer reportedly noted output of the vaporizer was not accurate. There was no reported patient involvement. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested, and the output was found to be low to specifications. Upon further investigation, the presence of nickel plated brass contamination was noted under the thermostat flapper. The contamination causes an opening of the oxygen passage leading to output deviations. This is the first MDR wherein a tec 7 was found to have nickel plated brass contamination.